Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation revealed that the atrial lead capture threshold had increased, sensitivity had decreased, and lead impedance had decreased. Atrial lead micro-dislodgement was suspected. The lead was repositioned on (B)(6) 2018. Patient was discharged post procedure.